Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and presented on (B)(6) 2020 with bilateral flap striae and poor visual acuity. A flap lift and rinse was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). Symptoms did not interfere with daily activities and were resolved at (B)(6) 2020 post-op appointment. Bcva from (B)(6) 2020: right eye pre-op 20/20 -.50 x .00 x 90, left eye pre-op 20/20 .00 x -.75 x 96. Bcva on (B)(6) 2020: right eye post-op 20/20 -.25 x .00 x 90, left eye post-op 20/20 -1.00 x -.75 x 120.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.